Event description:
On (B)(6) 2013, leica biosystems received information from the complainant indicating that re-biopsy of a skin sample from a male pt was performed. Pt identifier and age of the pt have been requested, but not received as of 09 october 2013. Leica will submit a follow-up report if that information is obtained. Please refer to MFR. Report (B)(4) for information related to the instrument and initial complaint.